Event description:
The rn was attempting to draw up meds with a 5ml syringe but was unable to effectively draw med up. The syringe was noted to be cracked. A second syringe was obtained and observed to have the same issue. No other syringes in med cart were noted to have visible cracks upon inspection.